Event description:
It was reported that stent migration occurred. A 7x40x120 epic vascular stent was advanced for treatment. However, during the procedure, it was noted that the stent slip down stream and distally migrated after initial implant. Balloon angioplasty was performed and the procedure was completed. There were no patient complications nor injuries reported and the patient was fully recovered.